Event description:
It was reported device migration occurred. A left atrial appendage (laa) closure procedure was performed and a 35mm watchman flx pro closure device was implanted after meeting release criteria, with complete seal noted. At one (1) year follow up, computed tomography (CT) imaging revealed the device had shifted from its original implanted position. No thrombus was noted. There is a possible leak although no information on whether it was measured or not is available at this time. The physician may leave the patient on oral anticoagulant (oac) and not intervene.